Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported malfunction ¿ a temporary disappearance of the entire front panel display ¿ was confirmed during evaluation. Additionally, a separate reportable malfunction was identified during the device evaluation: a failure of the control/regulation (cr) circuit board. Due to this malfunction, an error alarm e03 sounded on the unit and a power interruption occurred while operating at high flow rates. Based on the findings of the investigation, it was determined that the e03 error alarm and subsequent front panel display shutoff were caused by a cr board malfunction resulting from an offset abnormality in the high-voltage sensor. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to correct the previously submitted h9 corrective action number on emdr-(B)(4) (3002808148-2025-22400) and emdr- (B)(4) (3002808148-2025-22400). The h9 field was inadvertently recorded as fy24-omsc-06 and fca fy24-omsc-06, which is incorrect. The correct h9 number is 3002808148-10/09/2023-001-c. Corrected data:h9.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to corrective action number. Corrected data:h9.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic surgery, the entire front panel display temporarily disappeared on the high flow insufflation unit. The patient was under sedation, and the intended procedure was completed with the same device. The unit did return to normal after turning the power back on. There was no report of patient harm associated with this event.